Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced atrial flutter. The right atrial lead exhibited intermittent undersensing. The rate response av delay was enabled to resolve the undersensing anomaly.